Event description:
The lead was implanted and impedance measurements were adequate. One week later, impedance measurements decreased and threshold increased. The patient was opened and the physician believed the problem to be the lead insulation. The lead was explanted.